Event description:
Dexcom g6 transmitter appears to stop sending data at around 60 days of use. I have noticed this for the past 18 months. It seems to coincide with age of transmitter vs age of sensor. FDA safety report ID# (B)(4).